Event description:
The customer reported being hospitalized with diabetes ketoacidosis and high blood glucose of 497mg/dl by the time the paramedics arrive to pick her up. The caller experienced vomiting, hot, cold, sweats, headache, weak, and did not eat for the past two days. Troubleshooting was performed, and no damage to the drive support cap noted. Assisted the customer to run a manual prime test and the insulin did exit. The time, date, basal rates, and bolus wizard settings were correct. The caller mentioned that the dome sticker was missing. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.